Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
It was reported that the patient underwent a successful thrombectomy with another manufacturer's device and a retriever (the subject device). Within 24 hours post procedure, asymptomatic hemorrhage was noticed however no treatments were performed for it. In the physician's opinion, there was no causal relationship between the asymptomatic hemorrhage and retriever, because the asymptomatic hemorrhage was hemorrhagic infarction and occurred at the same location where the ischemic indication occurred prior to the procedure.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number is unknown and the subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful thrombectomy with another manufacturer's device and a retriever (the subject device). Within 24 hours post procedure, asymptomatic hemorrhage was noticed however no treatments were performed for it. In the physician's opinion, there was no causal relationship between the asymptomatic hemorrhage and retriever, because the asymptomatic hemorrhage was hemorrhagic infarction and occurred at the same location where the ischemic indication occurred prior to the procedure.